Event description:
It was reported that the patient experienced insulin leakage from the cartridge area, initially attributed to an incompletely tightened tubing-to-connector interface, with confirmed insulin dripping from the cannula during priming; the patient replaced supplies and later reported recurrent leakage from a specific cartridge lot and subsequent hyperglycemia up to 276 mg/dl for a couple of hours without alerts or alarms. Symptoms included elevated blood glucose. Outcomes included no professional medical intervention, no ketone testing, and no immediate health effects. Investigation included customer education and troubleshooting focused on cartridge connection and supply replacement. Investigation of this case revealed a cartridge-to-tubing connection issue consistent with a leaking cartridge component, with user re-education and supply change resolving delivery. It was concluded, based on previously established findings for similar reports, that the cause was user handling and connection integrity issues during cartridge setup.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.